Event description:
During the service evaluation process conducted at the manufacturer facility the lens was identified to have broken off. No patient involvement or delays were associated with the event.

Manufacturer narrative:
Additional information: the reported event that the lens broke off was confirmed by the device evaluation. During the visual it was observed that the large led lens was broken off. Based on a review of the device IFU any physical impact to the navigated instrument can cause product damage.

Event description:
During the service evaluation process conducted at the manufacturer facility, the lens was identified to have broken off. No patient involvement or delays were associated with the event.